Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel ag drs 5x5cm was manufactured under system application product (sap) code (B)(4) and manufacturing lot number 9f01178. Lot number 9f01178 was sterilized under lot 2173-4015a and released on review of results of sterilization. All the results were within specification and products were released. The production process, in process testing and packaging of products were run in accordance with process instructions (pi)for machine (B)(4) 3. A visual inspection was performed in accordance with testing method (tm) and was completed at the beginning of the order and every fifteen (15) minutes until the order was completed. No nonconformity was registered during the manufacturing process of lot. There are four (4) complaints for lot registered within the complaint handling system for 3 different complaint issues. Three (3) photographs have been received for this complaint and have been evaluated in accordance with work instructions (wi). The photographs confirm the complaint issue and confirm it is a convatec product. A cause analysis event was created for ¿seal breaches¿ with investigation root cause. It was decided that the investigation would no longer be needed, and a complaint investigation (ci) project is being initiated to address all the seal issues on all (B)(4) machines including dressing in seals and open seals. Operations have been informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported " looks like the dressing was unsealed since cut at end of package." The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.